Manufacturer narrative:
Concomitant medical products and therapy dates model 3186, scs lead - therapy date: unknown.

Event description:
Related MFR report number: 3006705815-2019-01630. It was reported the patient was experiencing a shocking sensation in their left leg. X-rays were taken, which showed lead migration. As a result, the patient underwent surgical intervention on (B)(6) 2019 to explant one of their leads, which resolved the shocking sensation issue. Stimulation therapy was restored with the other lead postoperatively.